Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) and dilaudid 15mg/ml; 7.243 mg/day via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was (B)(6) 2017. It was reported the patient had no relief from pump on (B)(6) 2017. The patient experienced overdose shortly after pump implant ((B)(6) 2017). The patient ¿was started on baclofen too quick and jacked up the dosage 10 of baclofen and went into overdose¿. The medication was increased too high and the patient overdosed. The bolus was 2.43 and the patient went into instant nausea, almost overdosed and starts to throw up. The patient did not have dates for every time he was given a bolus of when this would happen. The patient started at 4.89 (B)(6) for trial and went up to (B)(6) and was at 3.79 for bolus. The patient experienced pain and his feet were turning ice cold. The patient had memory problems and other issues. The alarm date was 10-25. No further complications were reported.